Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During bone resection, green area would not disappear when cutting bone. Saw blade would just disappear behind green bone model during all cuts. Tka case delayed for 10 minutes.

Manufacturer narrative:
Reported event: an event regarding green visual not disappearing during bone resection on the 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a product history review could not be completed because the rio serial number was not reported. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding the green visual not disappearing during bone resection. There were no other reported events for the listed catalog number. Conclusion: a product history review could not be completed because the rio serial number was not reported. Logs and session files were not provided after 3 communication attempts, and therefore a product inspection could not be completed. The device was not returned for evaluation.

Event description:
During bone resection, green area would not disappear when cutting bone. Saw blade would just disappear behind green bone model during all cuts. Tka case delayed for 10 minutes.